Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pulmonary jagwire was used in the bronchial tube during a bronchial stent placement performed on (B)(6) 2017. According to the complainant, during the procedure, they advanced the pulmonary jagwire to the bronchial tube via introducer and marked the stent deployment area. A stent was advanced over the pulmonary jagwire that pushed the introducer into the bronchial tube which was confirmed by bronchoscopy. The introducer was removed from the patient using forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.